Event description:
Same case as 2134265-2008-01368. It was reported that 374 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated an 85% stenosed, 3.33x40mm, mildly tortuous and calcified, de novo lesion in the mid right coronary artery (mid rca) with predilation and placement of two abutting taxus express2 drug eluting stents of size 3.0x24mm and 3.0x20mm. The lesion was a bifurcated lesion. Only the main branch was treated as the ostial side branch was small, and though narrowed 50-99%, was not worth treating. Residual stenosis was 0%. The patient was discharged 7 days later on aspirin and plavix. About 374 days post index procedure, the 13-month angiography revealed 50% restenosis between the two taxus stents. Therefore, balloon angioplasty was performed successfully using a 2.5x20mm maverick balloon at 16atm. The event was resolved. The patient did not have any symptoms and was in good condition. The physician assessed this event as probably related to the taxus stent. Concomitant medications include: metocard 50mg, 2.1/2, prestarium 5mg 1x1, verospiron 50mg 1x1, sortis 40mg 1x1/2, ortanol 20mg 1x1, polocard 150mg 1x1, plavix 1x1.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.